Event description:
The customer reported that the vtech alarms are not going off. The device was in use at time of event and no patient harm was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips field service engineer (fse) found out that one station speaker is not working but could not duplicate the issue the cutomer reported that there was no audio or virtual alarm on the pic station. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem of no audio was confirmed. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.